Event description:
Had knee replacement surgery and have had continued pain. Unable to bend knee/leg swelling ever since surgery (B)(6). I have been in continual pain, knee is swollen. I have no range of motion. I can't bend knee, walk with severe limp, etc., need help dressing, climbing stairs. See scanned pages.